Manufacturer narrative:
Conclusion: according to the information received from the field there was an inflammation in the middle ear and the floating mass transducer (fmt) extruded into the external ear canal. Further the fmt got detached from the conductor link due to the extrusion. The damage was confirmed during device investigation. Other mechanical damages found are attributable to the removal surgery. A review of the device sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. This is a final report.

Event description:
The surgeon reported inflammation in the middle ear. The ossicular chain has disintegrated. The floating mass transducer (fmt) migrated into the ear canal. There, the fmt detached from the conductor link. Consequently, there was no hearing sensation. No re-implantation for the time being to allow the inflammation to heal.

Event description:
The surgeon reported inflammation in the middle ear. The ossicular chain has disintegrated. The floating mass transducer (fmt) migrated into the ear canal. There, the fmt detached from the conductor link. Consequently, there was no hearing sensation. No re-implantation for the time being to allow the inflammation to heal.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.